Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced and was hospitalized for three days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The patient was recovering from the event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.